Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the lead was attempted to be implanted. When the surgeon tried to advance the lead with the microdrive there was resistance and the lead began to bow in between the exit point of the cannula and the depth stop. The surgeon removed the lead. It was determined that the plan on planning system was incorrect. An incorrect CT scan was used for planning coordinates. There are no product complaints against the lead itself. Interventions/actions included the patient being closed and send down to MRI. It is unknown if the issue is resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that a replacement surgery took place regarding this event.